Manufacturer narrative:
Sample material from the patient was submitted for investigation. The anti-hbe result was 0,00590 coi (reactive). Neutralization revealed a very high change of the coi-value after the neutralization with hbeag coupled sepharose. Therefore, the sample was confirmed to be reactive. The investigation determined there was no product problem, and the assay performed within specifications.

Event description:
There was an allegation of questionable false positive elecsys anti-hbe results from the cobas e 801 analytical unit that did not match the diagnosis of the patient. The customer suspected an interference. The result was 0.00611 coi and was confirmed by two repeat tests with the same result (0.00625 coi and 0.00618 coi). Results for the entire hepatitis b profile for the same patient sample were all negative. Ahbs result was <2 iu/l. Ahcv result was 0.033 coi (negative). Hbe_ag result was 0.0812 coi (negative). Hbsag result was 0.365 coi (negative). Ahbc was 1.34 coi (negative).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) . The investigation is ongoing.